Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to interrogate with rf antenna. A device firmware download was recommended. There were no adverse consequences to the patient. No further information available.

Event description:
New information received notes that a firmware download was performed. The patient was stable.